Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by a low glucose alarm, confirmed a fingerstick blood glucose of 76 mg/dl, and treated the low with oral glucose, with a third-party providing assistance out of kindness. Symptoms included none reported. Outcomes included self-treatment with restoration of glucose without medical intervention or hospitalization. Investigation included customer support triage and attempted data sync, which was unsuccessful, and basic troubleshooting and education were provided. Investigation of this case revealed that the cause of the hypoglycemic event was unclear due to unavailable device data, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.